Manufacturer narrative:
The tandem t:slim pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the most recent occlusion alarm, the customer's blood glucose (bg) level was 441 mg/dl. The infusion set site was changed. A bolus and insulin injection was used to address the bg level. The customer had been using humalin u500 insulin in the cartridge. As of (B)(6) 2016, the customer had not received another alarm and the bg was with in the target zone.